Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b1; b2; b4; b5; g4; g7; h1; h2. Upon reassessment of the reported event, it was determined to be both malfunction and serious injury. The investigation is still in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. The inserter bent while going past the femoral condyle. As per surgical technique, user-initiated bending of the device needle may result in implant non-deployment and hence the root cause is determined to be user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, during a meniscus repair, the inserter on a straight juggerstitch broke during implantation. The inserter had the metal needle that surrounds the tip that extends past the plastic depth gauge broke off in the back of the meniscus as the first implant was being deployed. The inserter was previously slightly bent when going into the knee by the femoral condyle. The malfunction was noticed after the implants were in and the surgeon was scrubbed out but before the patient was woken up and taken off the table. The surgeon scrubbed back in and could feel the metal on the lateral side of the knee. He made a small stab incision and pulled out the metal piece, roughly 25 mm long, out of the back of the knee. No additional information is available.